Event description:
It was reported to philips that the battery is not charged.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the ac power module needed to be replaced to return the device to working condition. According to (B)(4), which has been provided to the customer, a replacement part can be ordered by service personnel to rectify the reported problem. The customer has been directed to the appropriate channel to proceed accordingly. The device remains at the customer site and no further evaluation is required at this time.